Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the patient was unable to charge micro battery. Recharger will initially pair with recharger, but doesn¿t maintain charging. They ruled out emi during office visit when trying to pair recharger to battery and ruled out recharger, by using another recharger to charge battery. When trying to pair the recharger with the battery it would pair for a second or two and then the recharger would lose connection. They tried to move recharger around in various positions to pair with battery, but were unable to maintain connection. Surgical intervention was planned but not yet scheduled.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the difficulty maintaining connections was not determined. The most likely cause was the hcp may possibly think battery is turned or too deep to not continuously maintain connection when charging. The hcp implanted ½ to 1 inch deep located lateral to the sacrum and below ileac crest on the right side. The hcp felt the ins but unknown if tilted. The hcp did not want an x-ray and had opted for revision to either move or reposition if too deep or tilted. The revision was scheduled for (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via the manufacturer representative (rep). The rep provided this overview: patient had micro implant (B)(6) 2021, charged the battery once, but then was unable to charge it. Revision was completed on (B)(6) 2021, and it was found the battery had turned sideways in the pocket after implant. Hcp created new pocket that was a tight fit for micro to minimize any movement and used tyrx pouch for stabilization. The battery was charged intraoperatively during the revision procedure to 20%. Impedances were checked during revision procedure, no out of range impedances were noted. Recharger was used to verify that the recharge is able to charge the battery, once the battery was placed in a newly formed pocket. However, post op, the pt¿s recharger was unable to charge the battery. A contributing factor is that the physician uses staples to close the incision, and there may be potential interference of metal between the recharger and battery. No further actions have been taken and the issue was not yet resolved. Staples will be removed on follow up appointment with hcp this week. On (B)(6) the rep reported the micro had been implanted in an old 3058 pocket, there was no fall or accident or other contributing factors. The cause of unable to charge after the revision was not yet determined. The rep attempted to get ahold of patient by phone daily (B)(6) and was unable to get a hold of the patient post procedure to see if the recharging issue was resolved. The staples and any bandaging were removed april 15th. The implant in the new pocket is 1/2 inch deep and on the right side below the iliac crest and lateral to the sacrum. There were no upcoming appointments with the hcp.